Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and menorrhagia ("abnormal, heavy menstrual bleeding, prolonged menses") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain") and procedural pain ("painful post-operative recovery"). At the time of the report, the abdominal pain, menorrhagia, abdominal pain lower, back pain and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, menorrhagia and procedural pain to be related to essure. The reporter commented: her right fallopian tube was removed along with the right side essure coil. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.